Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) battery was not staying charged; the ins battery was draining overnight. At the patient¿s last session on (B)(6) 2016, unused groups were removed in an effort to extend recharging intervals to every couple of days. Now, when she was on high density (hd) setting (the one she preferred), it would not last through the night. The patient would wake up, and the battery would be depleted. On (B)(6) 2016, the patient¿s current settings on e were: amp 5.6 and rate 600. Pulse width was not listed, but the clinician programmer indicated pulse width was set at 300 per the patient¿s last session on (B)(6) 2016. There was no reported event cause. Diagnostic testing or troubleshooting indicated the patient reportedly charged the ins battery to 100% each charge. The issue was not resolved at the initial time of report, and the patient¿s status was alive with no injury. Surgical intervention was not performed or planned. There were no reported patient symptoms. The patient¿s indications for use included spinal pain.

Event description:
Additional information was received from the manufacturer representative on 10-may-2016 regarding any additional steps planned or taken to resolve the reported issues of the implantable neurostimulator (ins) battery not staying charged and depleting overnight, even after unused groups were removed in an effort to extend recharging intervals to every couple of days during the patient's last session on (B)(6) 2016. The manufacturer representative reported only having been notified of the issue over the phone, and the patient had not been seen in the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.